Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 3/28/2014. Evaluation shows left brake not locking. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, the rollator has faulty brakes.